Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pregnancy, the patient experienced palpitations which the implantable cardioverter defibrillator (ICD) detected as a shockable rhythm and delivered a shock. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the shock was delivered for atrial fibrillation (af) with rapid ventricular response. No intervention was required as a result of the event.